Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, after placing the capsule into the patient, it stopped transmitting. An alternative recorder was used which was unsuccessful. The capsule was then retrieved using a forceps and another capsule was used which resolved the issue.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. The magnetic clip was not returned with the device. Functional testing noted that the capsule was returned with a dead battery, which prevented it from pairing with the bravo recorder. The capsule was opened, and the batteries were found to have no measurable voltage. When connected to an external power supply, the capsule successfully paired with the bravo recorder. The capsule (tx) counter was 2048, indicating no prior capsule activity. It was reported that the capsule failed to transmit to the recorder during the procedure. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.